Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. Pa-2014-0026 for pressure sensor, ca-2018-0161 for iui damages a review of the device history record for sn14759327 was performed from date of manufacture 11/14/2016 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.